Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to battery tube was shifted down. Pump received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack and currently ducked taped . No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.